Event description:
The device was used during a subtotal gastrectomy procedure. Reportedly, the device did not grasp and was difficult to fire. The surgeon applied another device to complete the procedure. The hosp has reported no pt injuyr occurred.